Event description:
The customer reported to beckman coulter (bec) that there were red blood count (rbc), platelet (plt) and hemoglobin (hgb) voteouts on patient samples run on the unicel dxh 800 coulter analyzer. There was no leak reported in connection with this event. No erroneous results were associated with this incident. No death or injury is attributed to this event and there was no change to patient treatment. The customer requested service to check the instrument; however it was still operational.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse checked all connections and did not find any evidence of leaks or spills. The red blood cell (rbc) apertures were flushed with 30% bleach and cv150 (below vc327) was replaced as a preventative measure. There were no further issues observed; however, the customer called back to report that the issue persisted following service. The fse went onsite the following day and replaced the sweep flow line which resolved the issues. The fse performed reproducibility on and results were within specification. The fse was contacted on (B)(4) 2013, and stated that following the sweep flow replacement there were no further issues observed. The fse did not confirm issues with hemoglobin (hgb) voteouts or an instrument failure that may have led to previous voteouts. Failure mode was related to the sweep flow line. (B)(4).